Event description:
Boston scientific (bsc) crm received info that this pt's right ventricular (rv) lead microdislodged, however, the pt was still receiving therapy. The physician elected to replaced the lead and during the procedure, he accidently cut the insulation of the rv lead he was replacing. The lead was surgically abandoned and successfully replaced with a new rv lead. No adverse pt effects were reported during this clinical observation.